Event description:
Customer attempted to update pump to version 7.8.1, leading to a malfunction with code malf 0 displaying. There was no adverse impact to customer's blood glucose level. Customer attempted to reset the pump with assistance from technical support, but the malfunction code recurred. Technical support decided to replace the pump and sent instructions for returning the faulty pump, confirming shipping details and providing guidance to place the pump in storage mode. Additionally, the customer was informed to use multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery.